Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm goes off and does not work. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for investigation. No abnormality related to the reported event was confirmed on the product's appearance. The customer's reported problem, the alarm goes off and does not work, was not verified/duplicated by functional testing. It is presumed that the cause was a misalignment of the detection position of the microswitch, which caused the alarm to malfunction. The tube detection position of the microswitch was adjusted to correct the issue. The device passed all functional and performance tests after repair.